Manufacturer narrative:
Actual event date of the complaint is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications prior to release. Analysis of the device found that the fiber was returned in two pieces. The fiber is broken and detached 28.5 inches from connector. The second piece measures 9 feet 10.5 inches. The outer cladding appears stretched and stressed at break location. There are no signs of melting at both break locations; the fiber was tested with hene laser fixture, aim beam is visible at the break location. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the device found that the fiber was broken and detached. There was no patient outcome information available.